Event description:
It was reported that this electrode exhibited oversensing of noise following implant when programmed to primary for the sensing vector. Several inappropriate shocks were delivered in several episodes. Technical services (ts) reviewed the stored episodes and noted a wandering baseline and discussed the noise appeared consistent with air entrapment around the electrode at the sense b (xiphoid) location. Ts discussed the air typically absorbs within a few days and discussed the option of changing the sensing vector to secondary, which, does not use the sense b portion of the electrode. No adverse patient effects were reported. This device remains in service.